Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 in which the ipg was explanted and replaced and moved to the left side, resolving the issue.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.